Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive pathway. The instrument passed the electrical continuity test.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, sterile processing noted the plastic part on the mouth of the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient's body. No additional information was provided.